Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-10112020-0000839815 submitted for adverse event which occurred on (B)(6) 2014.  Mwr-10112020-0000839816 submitted for adverse event which occurred on (B)(6) 2017. Mwr-10112020-0000839817 submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent recurrent incarcerated ventral incisional hernia repair surgery on (B)(6) 2014 during which the surgeon noted it to be scarred into the retrorectal space. It was reported that the patient underwent recurrent abdominal wall incisional hernias on (B)(6) 2017 during which the surgeon noted numerous dense adhesions. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted it was clearly infected and not covered by any abdominal wall tissue. It was reported that the patient experienced dense adhesions, mesh erosion, small bowel obstruction, mesh infection, abscess, nausea, vomiting, and intractable abdominal pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/25/2021. Additional information: a1, a2.